Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer reloaded the cartridge to address the issue. In addition, it was reported that a minimum fill notification occurred after the user filled the cartridge with 40 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Finally, it was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method insulin therapy.